Event description:
Two 6.5x35 uniplanar high top screws were inserted and removed during the case due to bushing rotation. They were replaced without issue with new high top polyaxial screws.

Manufacturer narrative:
Inspection of both returned uniplanar screws revealed no anomalies. The bushings in both implants were found to be properly positioned and continue to function as intended. No product problem/defect identified.